Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module experienced a channel error/disconnect and a red screen while going to the CT scan. The nurse reattached the module and reprogrammed the infusion. This was reported to bd representatives during their site visit. There was patient involvement but no harm.